Manufacturer narrative:
Aware date and date received by MFR to 2018-jun-04. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer and unspecified caller regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the patient had noticed sometimes she will be in pain and check her ins status and the ins will have turned itself off. The caller stated the patient spoke to her manufacturing representative (rep) and he does not know how this would happen. No further complications were reported. No additional patient symptoms were reported.